Event description:
Customer reported a problem with the pin inside the prismasate bag. She reported that when breaking the pin it blocks the low of the solution. She reported that she unspiked the bag and squeezed the bag to get the solution flowing and then re-introduced the spike and it was okay.